Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. This lead remains in service. No adverse patient effects were reported.